Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot/serial#: (B)(4), implanted: (B)(6) 1999, product type: catheter, ubd: 08-oct-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl(10000 mcg/ml, 10000 mcg/ml) via an implantable infusion pump. It was reported that surgical intervention had occurred. The patient was having a pocket revision when the physician noticed the catheter wrapped around the catheter access port. Physician found catheter was separated from spinal segment the pump segment of the catheter was severed. The cause was unknown and therefore they found the spinal segment, confirmed with fluoro that the tip was still intrathecal. They then replaced the pump segment with anew pump segment. The physician aspirated the catheter and it was patent. Patient's dosage was reduced and catheter was primed. The issue was resolved and patient status was alive with no injury. No further complication was reported.